Event description:
It was reported that the display on the insulin pump does not work. The display was black in color and did not show any symbols. Insulin pump works well according to basal program. No additional information provided.

Manufacturer narrative:
The pump was received with a severely cracked and bleeding lcd glass, scratched display window, scratched case, scratched reservoir tube window, and cracked reservoir tube lip. Unable to test for the blank display due to the cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.